Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that vtach alarms were not going off for any bed on the patient information center ix. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. Functional tests were performed using a simulator. The tc went into two rooms and triggered the vtach alarm; the tc found that the alarms do sound at the pic ix central station. The tc also checked the volume level, which was at three and tested all other alarms, which did come through. The alarm logs for bed ed-4 and ed-5 were obtained and reviewed for the reported event date of 08jul2024. Multiple alarms were seen for both beds, including vtach alarms on bed ed-4; the alarm logs showed the red alarm sound did play. For bed ed-5, red alarms for extreme tachycardia were seen, as well as yellow heart rate alarms; the alarms were being acknowledged/silenced. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.